Manufacturer narrative:
D4 - updated UDI #. Device evaluation: - the device was returned deployed with the delivery catheter and deployment line cut into two separate pieces. - the catheter was cut approximately 4.75 cm from the base of the hub. - the endoprosthesis was evaluated and sleeve bunching was observed on the proximal end. The physician¿s observation that part of the covered portion of the stent did not deploy could not be confirmed because the device was returned deployed. Not enough information was provided to determine why or at what point the catheter and deployment line were cut. Not enough information was provided to determine the cause of the reported event.

Event description:
It was reported the physician was implanting a gore® viator® tips endoprosthesis with controlled expansion. During device deployment, the chain link portion opened fine, but the covered portion only opened one half to three quarters before it got stuck. The physician said, "it felt like the deployment string had a knot in it and I couldn't pull any harder." The device was removed, and a new viatorr device was implanted successfully. The patient was doing well following the procedure.

Manufacturer narrative:
No patient information was available from the hospital. No device was returned from the hospital. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.